Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, an FDA maude notification was received via email. It was reported that a hardware removal procedure involving a distal fibula was performed. The patient was admitted via the emergency room due to an infection and pain. No damaged parts were noted during the explant procedure, which also included the removal of an arthrex knotless tightrope. The surgeon used an external fixator on the fractured ankle during the revision surgery. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event, specifically the patient experiencing discomfort with the implanted devices. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.